Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Date of event: unknown, information was requested but not provided. Implant date: if implanted, give date: not applicable, there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported defective intraocular lens (iol). It is unknown if there was patient contact with the device. No further information was provided.